Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to the patient pump remaining deflated during cycling. The tubing was found to be kinked. The ipp reservoir was replaced and the tubing properly functioned with the device. No further complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.